Event description:
It was reported that following a prior lead replacement, the new lead has "something wrong with the #6 electrode as well." The pt was getting "out of regulation" error messages when trying to increase the stimulation. The pt outcome was reported as "no injury." See also MFR report# 3004209178200901056.